Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of two device reports associated with this event. The associated manufacturer report numbers for this event are 1225714-2014-08557 and 1225714-2014-08558.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.